Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had keypad anomaly. The customer's blood glucose was 444 mg/dl. The customer reported that the button was not working during bolus. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no all button response due to unlocked j2/lcd keypad connector. Unable to perform self test and displacement test due to no button response.